Event description:
During a gastrectomy procedure, the device alarmed - error code 5 - hearing a solid tone. Changed to use bipolar electrosurgery device to finish procedure. Extended procedure by about an hour. No patient consequence.